Manufacturer narrative:
No injuries were reported in this case. It is assumed that in the worst case scenario an injury may occur if the elastic strap rips and baby falls down. However, the manufacturer of the babix sleeve, (B)(4), stated that the defected elastic head band does not pose any risk to patients as a secondary textile strap is available. It wraps around patients providing additional support and safety. Customer's address: (B)(6).

Event description:
It was reported that the elastic rubber band of the babix sleeve was broken on the ysio system. There are no injuries attributed to this event. This was discovered in (B)(6).